Manufacturer narrative:
(B)(4). Evaluation of the returned device was unable to confirm the reported hardware error due to the condition of the device.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware error.